Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels in the 600 mg/dl range with an unknown cause. Bg was treated with a manual injection. The customer declined to perform a system check with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.